Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ failed treatment testing. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on heartstart xl+ defibrillator indicating that the treatment testing had failed. The fse evaluated the device onsite. It was determined that the treatment testing had failed due to the malfunction of the capacitor. Hence, fse recommended the replacement of therapy capacitor. Safety testing and calibrations were completed. The device returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was malfunction of the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the capacitor to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.